Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during an eos battery replacement surgery, that upon interrogating the new device battery showed high impedance. Troubleshooting of pin re-insertion did not resolve the issue. The test resistor was used and showed good impedance indicating the issue is with the lead, although nothing was visible per the surgeon. The new device left off and inside patient, and plans for a full revision are being made. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.